Event description:
It was reported that pacemaker (l311/494954), right atrial (7840/1014459) and right ventricular (7841/1024887) lead were explanted due to unspecified non product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that a right ventricular lead was explanted due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that a right ventricular lead was explanted due to an infection. No additional adverse patient effects were reported.